Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of r-wave amp variation was confirmed. As received, a complete lead was returned in one piece. Visual examination found that the helix was retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over-torqued inner coil at the connector region. X-ray examination found the inner coil at the connector region was over-torqued. The cause of the reported event was due to over-torqued of the inner coil at the connector region.

Event description:
It was reported that the patient presented in-clinic for a pacemaker implant. During the procedure it was observed that the right-atrial lead (ra) had high pacing impedance and r-wave amplitude variation. As a resolution the lead was not implanted and an alternate near at hand was implanted instead on 1 sep 2024. There were no patient consequences, and the patient was stable.